Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erroneous results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the ratio pump was leaking and caused air to get into the buffer line. The fse replaced the ratio pump. The fse also found the modular chemistries (mc) sample syringe was loose on the valve. The fse replaced the mc sample syringe and the t-valve.